Event description:
It was reported to boston scientific corporation in 2007 that a carson zero tip balloon dilatation catheter was used the day before (male patient; age and weight are unknown). According to the complainant, the end of the tip is all "jagged and rusty" which was noticed in preparation for the procedure when the package was opened. There was no information available regarding the procedure outcome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "unknown". Follow up attempts for additional information were unsuccessful.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined the device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.